Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product was discarded.

Event description:
On (B)(6) 2014, gamma3 long nail primary surgery was performed. After that, nonunion was confirmed. On (B)(6) 2016, revision surgery to tha was performed.